Event description:
It was reported that the patient had a (B) (6) infection with the stimulation implant. Another device was going to be implanted, but the patient's psych evaluation was misplaced. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).